Event description:
Clinic notes were received for prophylactic replacement. Clinic notes indicate that the patient experienced coughing, dysphagia, and vomiting with vns stimulation. Patient also experiences some lead pulling sensation that is tolerable. Additional information was received stating that the patient experienced painful stimulation in the neck and throat when vns settings were increased. As a result, the settings were decreased again. It was reported that the patient's painful stimulation began 2 years ago.